Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted during testing. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received no delivery alarms. The customer's spouse reported that the no delivery alarm was recurring. The customer's blood glucose was 438 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that there was no air bubble or leak found. The customer's spouse stated that they tried different cannula lengths. The customer's spouse stated that the insulin was not expired or denatured. The customer's spouse stated they rotate sites and avoids scar tissue. The customer's spouse stated that the tubing was not bent or kinked. The customer's spouse stated that they tried all remedies. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.